Event description:
A caller reported an issue with their pump screen lighting up but displaying only a black screen, affecting their ability to interact with the pump. Their blood glucose level remained within a normal range, as there were no values above 500 mg/dl or below 54 mg/dl reported. In response, customer technical support arranged to replace the pump, provided instructions for returning the faulty pump, and advised the caller on steps to take upon receiving the replacement pump. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.